Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient pulled the line a ¿little too much¿, which ended up cutting the patient. On an unknown date, the patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with pd therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. On an unknown date, the patient discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.